Event description:
The manufacturer's representative reported, the patient's system was explanted due to infection. No patient symptoms or outcome were provided. The drug contained in the patient's pump was baclofen (unknown concentration/dose). Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
.